Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) was unable to establish telemetry with the remote monitor. Troubleshooting steps were exhausted. The patient was referred to clinic for follow up and to help rule out any potential device concerns. The ipg remains in use. No patient complications have been reported as a result of this event.